Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via email of no delivery of insulin and high blood glucose levels. The customer's blood glucose level at the time of incident was 530mg/dl. The customer states they did not received any warning of no delivery. The customer states they had replaced everything on the device, and their levels had gone down. Nothing is being returned or replaced at this time.